Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6) 2014 due to pump pocket infection.

Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported event of a pump pocket infection could not be conclusively determined. The instructions for use lists pump pocket infection as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 7 mos. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.